Event description:
After the installation of two (2) new stago sta-r evolution coagulation analyzers, (B)(6) hospital (a member of the (B)(6)) observed a salient increase in the rate of abnormal prothrombin times (pt) reported. According to the hospital, the amount of abnormal pt reported increased from 50% (with 50% normal pt) to 96% abnormal pt (with 4% normal pt). As a result of this observation, the hospital conducted an internal investigation and ascertained that a significant transcription error was present as a result of the installation process creating the system's pt normal range which was consequently too low (transcription error normal range lower than the determined normal range). The hospital alerted diagnostica stago about the error. The transcription error which had occurred during the installation of the units was corroborated by diagnostica stago personnel. The units were adjusted with correct values generated by the hospital and are presently in use. To date, diagnostica stago is not aware of any adverse event to pts resulting as a consequence of the transcription error that had occurred during the initial installation of the instruments.

Manufacturer narrative:
(B)(4). Contact office/agent: the units were adjusted with correct values generated by the hospital and are presently in use. The further condition with respect to the transcription error is apparent. The hospital has not reported any further incident related to the device.